Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the fault alarm occurred when the patient sneezed and did not resolve. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the fault alarm occurred when the patient sneezed and did not resolve. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no abnormalities. Visual inspection of the driver's internal components of the driver revealed the secondary motor was in the top dead center (tdc) position, which indicated that the driver was operating on the secondary motor circuit. The secondary motor is set to bottom dead center (bdc) position per syncardia's freedom driver position sensor adjustment procedure, during driver servicing/manufacturing. The electronic record revealed a "secondary motor voltage too high" fault code, which is the alarm experienced by the customer. This was confirmed by the observation of the secondary motor in the tdc position. The freedom driver in as received condition passed all test requirements, which included insertion and removal of both onboard batteries, while operating on the primary motor with no anomalies or unintended alarms. The driver was also tested on the secondary motor and exhibited an alarm as expected. Despite the fault alarm, the driver passed all test requirements with no anomalies. Although the customer experience was not reproduced, the customer-reported fault alarm was induced as a result of operation of the secondary motor. Although there was a fault alarm, there was no evidence of a device malfunction. The secondary motor positioned out of bdc is likely a result of an impact shock the driver. The customer-reported issue poses a low risk to the patient because it did not prevent the driver from performing its life-sustaining-functions. The driver was serviced, which included the replacement of the piston and cylinder assembly (pca) and motor/gearbox assemblies, as a precautionary measure, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.